Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported the patient experienced abnormal difficulty for medical providers to access the portion of the device necessary to refill her pain medication(s). The patient also had an unsightly abdominal bulge where the device sat. The device caused her physical pain and mental anguish, including but not limited to mental anguish from stress, anxiety and embarrassment. The patient has received medical advice to the effect that, and, therefore, asserts that the healthcare provider (hcp) installed the device improperly and that the problems were caused by said faulty installation. The patient had been advised that the hcp installed the device upside down. The patient had also been advised that, for the sake of her health, satisfaction and comfort, she needed to have a qualified surgeon open her abdomen and reposition the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.